Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during an intervention in the mid circumflex coronary artery, a perforation occurred. A 2.80x19mm graftmaster was advanced to treat a perforation, but failed to reach the perforation. Prolonged balloon inflations were performed to close the perforation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.